Event description:
Synovitis [synovitis], knee effusion [joint effusion]. Case description: spontaneous report received in 2009, from a physician regarding a patient, with a history of gonarthrosis. The patient received three synvisc injections in both knees in 2000, the patient experienced effusion of the left knee with high erythrocyte sedimentation rate (esr). Two times in that month, the left knee was aspirated and "opaque effusion fluid" was withdrawn. Microbiological analysis revealed negative results. The first day, the patient was treated intravenously with ciprobay and refobacin for 14 days. Two days later, microbiological analysis with "gram staining cell staining" was performed. The esr was 32/87. Five days later, arthroscopic procedure was performed and sulmycin was inserted, lavage and synovectomy was performed. Post operatively ciprobay was administered 5 days intravenous and was continued orally 500mg twice a day; on 9th day ciprobay was administered orally (500mg, twice a day). Thirteen days later, the patient showed good recovery. In early 2001, the patient had fully recovered. The physician assessed the events as severe in intensity and probably related to synvisc. On 06/10/2009, the investigation summary was received.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed buy individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.